Manufacturer narrative:
Follow-up #1: date of submission 05/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: review of the black box data revealed record of a drastic drop in voltage resulting in a call service alarm 177 (low battery) and 128 (replace battery) on (B)(4) 2016. On examination, there was moisture corrosion observed on the display screen on the inside of the pump and a leak test revealed a leak in the cartridge compartment (reported on medwatch report# 2531779-2016-07019.) On investigation, the pump powered on however, the keypad was unresponsive (reported on medwatch report# 2531779-2016-07019.) Due to this failure, product analysis was unable to adequately investigate the alleged ¿high alarm, clicks and vibrates¿ complaint. The pump was opened for further investigation and revealed evidence of moisture corrosion on the continuous glucose monitoring module, the audio tone unit, the vibration circuits, the eeprom and the keypad flex and connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the pump had moisture ingress and after the battery was changed, the pump gave a high alarm, clicked and vibrated. No further information was provided. There was no reported adverse physical event associated with this complaint. This complaint is being reported because the alleged unusual issue was not resolved after troubleshooting by animas customer technical support.